Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. Two incidents of kinked cannula were reported. The events occurred on (B)(6) 2025. In both cases, the customer noticed symptoms 3 or more hours after insertion. The infusion sets were in use for less than 1 day. The insertion site for both incidents was the abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.